Manufacturer narrative:
The device was returned for analysis. The reported ¿device failed to close the artery¿ was confirmed as a link detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hematoma is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with an 8f sheath after a stenting right coronary artery interventional procedure. Reportedly, both proglide devices failed to close the artery. A grapefruit sized hematoma was observed. It is unknown which device caused the hematoma. An angioseal was used to achieve hemostasis followed by a femostop to treat the hematoma. The patient was given extra fentanyl. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.